Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 2 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 4 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.